Event description:
It was reported that the customer had a high blood glucose level of 472 mg/dl. Customer was recently given cortisone shot and had laser surgery on her back yesterday. Customer injected 150 units of insulin last night. Customer got her blood glucose level down to 172 mg/dl. Customer stated that he had a disc that had collapsed and needed back surgery. Customer reported that it was not related to diabetes. Troubleshooting was performed and the customer stated that the time and date was not correct. Infusion set was also changed last night. Customer was advised to change the entire set, reservoir, and insulin. Customer will be sent tubing clamps and will need to call back to complete troubleshooting. Customer was advised to reach out to his doctor about setting a temporary basal. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.